Event description:
On (B)(6) 2012, the patient contacted animas stating that he experienced a blood glucose (bg) value of 33mmol/l with slight ketones and went to the hospital. The patient was reportedly treated via correction injection and was released from the hospital after his bgs reportedly went down to 4.8mmol/l. It was noted that the patient remained connected to the pump, continued priming the pump, did not see insulin come out of the tubing and then experienced the bg excursion noted above. On the day of (B)(6) 2012, the patient reportedly changed out the site/set several times and then he was eventually able to see insulin come out of the tubing. The patient reportedly admitted to preparing the cartridge incorrectly. Customer support (cs) reviewed the pump history with the patient and noted large prime volumes of 6.7 and 14.9 units given on (B)(6) 2012 and noted another large prime volume given in the amount of 18.0 units on (B)(6) 2012. Customer support (cs) also reviewed the patient's technique and noted that prior to filling the cartridge, the patient pulls back the plunger and fills the cartridge up to 204/205 units of insulin. Cs instructed the patient not to pull the plunger or fill the cartridge with more than 200 units of insulin. This complaint is being reported due the patient experiencing a hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no data in the black box or download histories from time of reported event due to continued use. The pump was exercised for 29 hours with no delivery issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Use error contributed to the reported bg event as the patient was using the improper technique; the patient was reportedly preparing the cartridge incorrectly, priming incorrectly and not filling the cartridge with correct amount of insulin. Additionally, the patient stated that he did not see insulin come out of the tubing and remained connected to the pump. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.